Event description:
Customer reported that when you remove the magnet the alarm does not sound. There is no battery leakage or corrosion in the battery compartment. No other physical damage was reported by the customer. The customer did not specify when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
The product has been requested to be returned, but has not been received. Note: the instructions for use has a warning statement: the posey keepsafe essential is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm does not function properly, remove the alarm from service and replace it with a properly functioning alarm. Do not use the alarm or magnet if it does not activate each time magnet is removed from face plate. (B)(4).